Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that on (B)(6) 2022, a patient was presented with degenerative mitral regurgitation (mr) and a pre-procedure mr grade of 4. During device preparation of a mitraclip g4, there were no issues with the grippers. During the procedure in the anatomy, the gripper test was performed and one of the grippers remained in the ¿up¿ position despite lever movement. The clip was removed, and another unit was implanted, reducing mr to grade 2. There was no adverse patient effect or clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was returned and investigated. Returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). The discrepancy between what was reported (single gripper actuation issue during procedure) and what was observed (no issues actuating the grippers) may be related to user technique. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and a cause for the single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.